Event description:
Legal claim states the pt was revised due to poly wear and osteolysis.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened.